Event description:
A patient developed granulomas at an unspecified time following a gynecologic procedure. The patient underwent a repeat surgery. The patient reports undisclosed complicatons as a result.